Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that deflation issue occurred. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon deflated slowly. The procedure was completed with a different device, and no patient complications were reported.